Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose levels and failed battery alarm on the insulin pump. Customer's blood glucose level was 54 mg/dl. Customer treated their low blood glucose via carb intake. Customer advised they replaced the battery and failed battery issue was resolved. The insulin pump would not be returned for analysis.